Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The jetstream device dfu lists the compatible guidewire that are to be used with the jetstream device. The guidewire that was used during this procedure was not a compatible guidewire; therefore, the most probable root cause has been determined to be use/user error. (B)(4).

Event description:
It as reported the catheter got stuck on the guidewire. An atherectomy treatment procedure was being performed with the use of a 2.1 mm jetstream® xc atherectomy catheter and a non bsc guidewire. When the treatment was finished, the device got stuck on the wire and the catheter and wire had to be removed together. The case was completed by using this catheter. No patient complications and the patient status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the treatment site was located in the superficial femoral artery (sfa).